Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues in which a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, and the issue was addressed through troubleshooting and education that included toggling settings and rebooting the ilet, after which the user was advised to allow time for the sensor to reconnect. No adverse clinical symptoms reported. Outcomes included no injury and successful reconnection guidance. User support included review of device alerts and user-guided troubleshooting steps. Investigation of this case revealed a pairing failure limited to the ilet-dexcom interface that resolved after troubleshooting, consistent with a temporary communication or software state issue. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or software synchronization issue that resolved with standard troubleshooting.